Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the DHR indicates there were was one mrr 56808 for : item 1 - 2 parts not staked; item 2 - no c of c for es0015-1. For item 2 a corrected cert was received and passed. For item 1: these parts were reworked and passed inspection after rework. Neither of these items are related to handle snapping off. The staking is on a different area of the part. There no anomalies which could have caused or contributed to this complaint. All records indicate the product shipped was manufactured to specifications. Placeholder.

Event description:
During a procedure the composite part of the mallet handle snapped off. All pieces were retrieved and no parts remained in the patient. The surgeon was able to complete the procedure using another instrument that was available. The procedure was successfully completed with no delays and no reported harm to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis.(B)(4).